Manufacturer narrative:
Method: actual device not evaluated. Additional manufacture narrative. Aortic regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported, a 29mm transcatheter aortic valve was implanted in a valve-in-valve surgery on a patient who had a 27mm pericardial aortic valve implanted twelve (12) years, two (2) months and nine (9) days earlier. The patient presented to the hospital with shortness of breath and found to be in pulmonary edema and an echo revealed severe transvalvular regurgitation. Patient tolerated the procedure and was reported as "stable throughout."